Event description:
Nicu nurse manager reported to natus medical district sales manager on 12/16/2009 that an employee was on workers compensation because of eye/vision damage from a neoblue neonatal phototherapy device. Follow-up information obtained from hospital personnel determined that the nurse was taking care of an infant who was receiving phototherapy simultaneously from multiple devices: two neoblue lights, two other overhead phototherapy lights and two biliblankets. The nurse did not wear protective glasses because she couldn't find them at the time. She was diagnosed with inflammation behind the right eye and a blind spot. The doctor's examination determined that light emitted by the neoblue was a possible cause for the eye injury. The hospital reported that the nurse is doing fine now and would be returning to work soon.

Manufacturer narrative:
No corrective action planned as a result of this report. Customer was simultaneously using six phototherapy devices without protective glasses. No further action needed.